Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular (rv) lead was noted to exhibit diaphragmatic stimulation. The rv lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.